Event description:
On (B)(6) 2022 it was reported by a arthrex employee via phone that an ar-523-b414 tibial bearing popped out of the tibial tray. This occurred after a case. Revision surgery on (B)(6) 2022, replaced with an ar-513-be16, batch number 113601819.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation found that the device ar-523-b414 has the locking mechanism damaged and posterior locking tabs broken. The peg and the anterior side of the device is deformed with signs of wear, and surface cuts from assembling and removing the device from the tibial tray. The probable cause of these damage can be for the excessive flexion of the knee, causing the device popped out. The cause remains undetermined.